Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as touch contamination. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received through baxter global pharmacovigilance (gpv) and is a report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. On an unreported date of (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services by the home patient (hp), the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The hp was not sure of the true cause, but stated that he always wears a mask. The patient reported he was not hospitalized and he is on unspecified antibiotics (doses, routes, and frequencies not reported). On (B)(6) 2012, gpv followed up the patient's peritoneal dialysis nurse (pdn) regarding the peritonitis and received the following information. The pdn clarified the patient was diagnosed with peritonitis on (B)(6) 2012. On (B)(6) 2012, treatment included ancef and fortaz, ip (dosages and frequencies not reported). The pdn reported the cause of the peritonitis was due to touch contamination (details not provided). Per the pdn, on (B)(6) 2012, the hp was retrained in proper aseptic technique for pd therapy. On (B)(6) 2012, the hp's treatment changed subsequent to culture results. Ancef and fortaz were discontinued. The hp was started on vancomycin, ip (1 gram every 3 days for 21 days). On (B)(6) 2012, the patient completed vancomycin treatment. On (B)(6) 2012 the hp was considered recovered from peritonitis. Dianeal therapy was ongoing. Concomitant medications were not reported. Per the pdn the reported events were not related to dianeal, homechoice, or any baxter disposable.